Event description:
Dr tried to use the suction bovie multiple times without success. We switched the cord, machine and foot pedal without success. When dr switched to using the silver glide bipolars, she was able to get them to work on the same cord and machine that the suction bipolar wasn't working on.